Manufacturer narrative:
Additional info received indicated that the customer had not received any further altitude alarms. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was not impacted. The customer removed and reinstalled the cartridge. The alarm was cleared and insulin delivery was resumed.